Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Correction injections via manual daily injections (mdi) were administered to address elevated blood glucose, and customer changed the infusion set and cartridge before resuming insulin use.